Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of a flickering and intermittently unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen.

Event description:
It was reported to ventec that the sensitivity of the device's lcd touchscreen appeared "impaired". No further details or explanation was provided. There was patient involvement associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Upon evaluation of the device, ventec observed that the lcd touchscreen would flicker and was intermittently unresponsive.